Event description:
During discography case there was an error code, check barrel syringe; syringe not loaded properly. This kept coming up. Sales rep feels that this is a sensor issue as it was loaded properly. It was stated that this unit was being used for the first time. There was a 30-40 minute delay while a backup unit was acquired and set up. The pt was under local sedation and needles remained in the pt's back while awaiting attachment to the cds system.